Manufacturer narrative:
Updated fields: b3 (date of event), b4, g4, g7, h2, h10, h11. Corrected fields: b5, d5, h6 (patient code).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not correctly rating the blood pressure (bp) and was showing the readings as being too low. This was found while in use on a patient, however, there was no injury or harm to patient and no adverse event reported

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was no correctly rating the blood pressure (bp) and was showing the readings as being too low. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.